Event description:
Drive medical became aware of an incident involving a bed and assist rail through a published article. The article reported that an end user was found unresponsive with his upper body positioned against a bed rail and his knees on the floor and was reported to have passed away. The article indicated the nursing home facility ordered 35-inch mattresses for bed frames that required 36inch, 39 inch or 42-inch mattresses. The article provided no identifying product information for the bed frame and assist rails; however, the article referenced a drive medical bed frame manual which stated, "possible entrapment hazard may occur if you do not use the recommended specification mattress. Resident entrapment may occur leading to injury or death." No direct contact information for the end user or reporter is available to drive medical; therefore, no additional details could be obtained.